Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. Malfunction of the circulation pump. Replaced circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had an error message 113 (reduced water temperature control). Per sample evaluation results received on 17jun2024, it was reported that failed circulation pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. Malfunction of the circulation pump. Replaced circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. Complaint re-opened to update UDI information with all available information per gudid h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had an error message 113 (reduced water temperature control). Per sample evaluation results received on 17jun2024, it was reported that failed circulation pump.